Event description:
It was reported that the patient complains of pain that started about a week ago. She has heard about the stryker recall and will like to know if her implants have been subject to recall. She will fax her implant sheet. She is scheduled for a doctor's visit on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.